Event description:
It was reported that a patient implanted with an impella 5.5 had a placement signal not reliable alarm. The alarm lasted approximately 6 minutes, and self-resolved. Proper pump placement was confirmed with echo. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned. The most likely cause of the optical sensor issue was the automated impella controller. The device passed all post sterile inspection checks.